Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and during ablation, the patient experienced cardiac tamponade that required pericardiocentesis. It was first reported that they were getting a force reading that was high with the application of radio frequency (rf) energy. Then later in the procedure the physician noticed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which an unknown amount of blood was removed from the pericardial space which was transfused back into the patient. The blood thinners had been reversed and the patient was stabilized and transferred to recovery for observation. Additional information was received. The physician's opinion on the cause of this adverse event is unknown. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. The adverse event was discovered during use of biosense webster products. The patient is stable and recovering. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as a MDR reportable serious injury event.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter. It was first reported that they were getting a force reading that was high with the application of radio frequency (rf) energy. Then later in the procedure the physician noticed by intra-cardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which an unknown amount of blood was removed from the pericardial space which was transfused back into the patient. The blood thinners had been reversed and the patient was stabilized and transferred to recovery for observation. The bwi product analysis lab received the device for evaluation on 21-may-2024. The device evaluation was completed on 24-may-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event is unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Initially the lot number was unknown. During the device evaluation, the lot number was retrieved. Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).